Event description:
New information received on 2/09/18 stated that the lead had also exhibited oversensing which also resulted in pacing inhibition prior to the lead being explanted and replaced.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2018 and the right ventricular lead exhibited noise. The behavior was first noted six months back. On (B)(6) 2018 the lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
Final analysis found that the lead was returned in three pieces. All the lead damage identified was consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed.